Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by a technician, no failure or defect was identified. Inspection and maintenance were performed and the device was returned to the customer on (B)(6) 2013. Placeholder.

Event description:
Customer reported that the motor heats up and that all the parts need to be verified. This is report 1 of 1 for complaint #(B)(4).